Event description:
The service recap shows the customer alleged that the 7200 ventilator failed to alarm during a prepatient check-out test of the device. A customer service engineer (cse) was called in and customer service engineer could not duplicate the customer's reported problem. The alarm assembly was replaced as a precaution.